Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer in regard to a patient receiving dilaudid via an implantable infusion pump. The indication for use (IFU) was listed as post lumbar laminectomy syndrome and spinal pain. It was reported that the patient has experienced headaches the prior 27 days and has already had 2 blood patches performed. The patient had an MRI performed today ((B)(6) 2016) and now the pump is beeping. The patient had the MRI because of the headaches they have been experiencing. The event date was reported as (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.